Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to an uncorrectable error. The reset was reproduced during temperature chamber testing. The root cause of the reset was an anomalous component on the hybrid that was sensitive to extreme temperatures.

Event description:
It was reported that the device was found to be in back-up vvi mode while still in the box. Device was not implanted.